Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's lead was fractured. In turn, surgical intervention took place wherein the lead was explanted and replaced to address the issue. During the procedure, while connecting the new lead, the port plug became dislodged, allowing fluid to enter the ipg header. As a result, the ipg was also replaced to resolve the issue.